Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a bullectomy procedure. The patient relapsed the juvenile pulmonary cyst. For the first firing, the reload was connected to the manual stapling handle. The surgeon tried to fire the device to the staple line of the previous resection. Closed the jaws, clamped the tissue, and tried to squeeze the handle. However, the device stopped on the halfway. Though the black return knob as very stiff to be pulled back, the surgeon could open the jaws and removed the device from the tissue. Staples came out from the reload, over the length of 1.5 cm. Additional tissue resection was required due to the tissue. Replaced by a new handle and a new reload and the firing was completed. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Pmv performed functional testing which included the instrument was successfully loaded with an endo gia* roticulator* 60-3.5 sulu. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.